Event description:
Rn initiated diltiazem (cardizem) at 10mg/hr (10ml/hr) 40 mins after the 125ml bag was started, the pt developed bradycardia (^ 50) and rn noted. Almost the entire bag had infused. Rapid response team was called and arrived, provided IV fluid and IV calcium. (Of course, medication infusion was stopped). Pt was asymptomatic at first, was transferred to ICU. Shortly after arrival, he developed profound bradycardia, then sinus arrest. He was briefly pulseless and unresponsive. He responded to IV epinephrine, IV calcium and fluids. Following this, he remained stable and was transferred to intermediate care the following day. Review of programming history revealed that programming of medication concentration, rate etc was correct. Nursing, pt safety, and biomed engineers all reviewed event, found no user error, could not replicate the error. Bd alaris pump infusion set lot #(10) 18083068 sent to (B)(6); also carefusion alaris pump (channel) model 8100, sn (B)(4), ref# 8100adxen917, carefusion (B)(4). Date of use: (B)(6) 2018; diagnosis or reason for use: infusion of cardizem diltiazem, atrial flutter.